Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a flashing display issue. The display flashes during an attempt to bolus and intermittently flashes at other times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Patient called in w/ locked pump but state the display had been flashing anytime she attempts to bolus and states did it again just now when pump unlocked.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings:. No defect was found. The display is clear and legible. The display is not flashing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.